Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. It is unknown if the subject device will to be returned to the synthes manufacturer for evaluation. At this time, the device is still retained in the patient the investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was requested. Investigation summary: product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an implantation of a trochanteric fixation nail advanced (tfna) on (B)(6) 2018, the surgeon was unable to advance the set screw during insertion. Time of case delay is unknown. Part is not available for return as it is still implanted into the patient. This complaint involves one (1) device. Concomitant devices reported: 5.0mm locking screw (part # 04.005.528s, lot # h533075, qty: 1) 100mm tfna helical blade (part # 04.038.300s, lot # h382990, qty: 1) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: manufacturing location: (B)(4). Manufacturing date: 03-nov-2017. Expiration date: 30-sep-2027. Part #: 04.037.142s, lot#: h489937 (sterile) - 11mm/130 deg ti cann tfna 170mm - sterile. Quantity 6. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ l566257. 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ h316281. 04.037.912.3 - tfna lock drive bp-58 lot ¿ h480189 . 21127 - raw material lot bp-80 lot ¿ h282099. Raw material for titanium received from supplier (B)(4). Certificate of test for titanium received from ati meet specification. Raw material receiving/putaway checklist meet requirements. Inspection sheet for in-process/inspect dimensional/final ns063042 rev: l and tfna assembly ns067861 rev: b met inspection acceptance criteria. ¿sterility documentation was reviewed and determined to be conforming.¿ no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.